Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their reservoir and high blood glucose levels. The customer's blood glucose level was reported to be 360mg/dl, but had been as high as 432mg/dl. It was reported that the customer had received no delivery alarm. It was reported that the customer treated with manual injections. Troubleshoot was reported to have been conducted but not completed due to customer having to disconnect.